Event description:
According to the reporter in (B)(6) during a procedure, the hospital only had available 4 of the long screwdriver shafts instead of the short screwdriver shafts. After the surgeon locked down the caps on the construct, final x-rays were taken and surgeon decided to change the placement of 2 of the pedicle screws placed on the left side of the patients thoracic spine. While attempting to remove the locking caps, two of the screwdriver shafts broke off at the tip and the other two screwdriver shafts stripped. This occurred during locking cap removal with the use of the 10nm torque handle. The two locking caps were stripped and the rods had to be cut. The surgeon was able to complete the case by placing a new rod, 2 new screws and 2 new locking caps. This is for the screwdriver and is 1 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 3 for this complaint (B)(4)

Manufacturer narrative:
(B)(4)

Event description:
This report is for 2 t25 stardrive shaft f/matrix long.